Event description:
The user facility reported that during a patient procedure the room filled with smoke and the fire alarm was activated. The procedure was completed successfully and no injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician went onsite to inspect the light and was unable to do so as there was a patient procedure occurring in the or where the light subject of the reported event is located. The technician was advised that the light was repaired and that a capacitor on the vic circuit board produced the smoke and tripped the fire alarm. The light has remained in service with no further issues. The wall control subject of this event was not under steris service contract. Wall controls require routine preventive maintenance inspections to ensure proper operation of the wall control circuit breakers, fuse holders, connectors and wires and to detect any component degradation or loose connections (maintenance manual, table 5-1). As noted above, steris was not under contract to perform preventive maintenance on this controller. The vic wall control for the light system is located outside the area that is considered an oxygen rich environment. The wall control is mounted on the wall away from the operative site and is positioned at least five (5) feet above the finished floor surface to comply with nfpa 99 and local code requirements for use in areas where flammable anesthetics may be in use (installation instruction, page 7-1). The outer cover of the control box is made of a 94-v0 polymer material which does not support combustion and is a standard polymer material commonly used for medically-rated equipment. As a result of these design features, a capacitor or other component failure in the wall control box does not present a fire hazard. Steris discontinued installation of new sq-240 lighting systems in 2002. The expected useful life of the system is 7 years under normal conditions of use, assuming that preventive maintenance is performed as specified in the devices maintenance manual. The manual for these systems notes that the frequency outlined for preventive maintenance activities is a minimum frequency and the frequency of preventive maintenance activities should be increased with increased light usage. Steris will review the proper preventive maintenance of the sq-240 surgical light with the user facility.